Event description:
Potential for injury associated with an xpo100 concentrator shutting down. It is unknown if the unit alarmed to warn the user to switch to another source of oxygen. This is not a life-sustaining device.